Event description:
It was reported that there were no right ventricular amplitude values available on the monitor's transmission and the clinician believed that "there must be some problem." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.